Event description:
In 2008, the pt reported that she continues to experience e4 (occlusion) errors on her infusion device and her blood glucose was elevated to over 400 mg/dl as a result. Her infusion device was replaced. Two days later, the pt reported that she received her replacement infusion device and she was still experiencing e4 errors. She stated that she felt "weird" and her blood glucose was elevated to 358 mg/dl. She attempted to bolus and received an e4 error. She stated that she was using the insulin cartridge and infusion tubing that she had been using in the infusion device that was replaced and her infusion site had been in place since original date, although she had not been connected to the infusion device. The pt was distracted and was unsure if she had actually used a new piece of infusion tubing or if she was using the tubing that had been in use with the previous infusion device. She was also unsure if she had primed the infusion tubing. The pt changed the infusion site and tubing and was able to bolus 4 units of insulin without error. The pt called back two days later and stated that she continued to experience occlusions. She was advised not to over-tighten the luer connection. She was sent sample infusion sets. Five days later, the pt reported that she began using a new lot of infusion sets and had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.